Event description:
It was reported that pump time and date had been incorrect and caller had updated time and personal profile settings with support. There was no adverse impact to the customer's blood glucose level. Customer support assisted caller with correcting pump time and date, explained that incorrect date could affect uploads and reports but not insulin delivery, and advised caller to monitor and follow up if time discrepancy greater than 5 minutes recurred, which caller understood and acknowledged.